Event description:
Third recent case of drill bit breaking during a surgical procedure. The broken piece from the drill bit was retrieved. Unfortunately, broken drill bit was not retained. Drill bit was from synthes large fragment set. Drill bit had been used prior, however, exact number of prior uses not known/recorded. Facility in process of changing over to using single-use drill bits.